Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absolute pro referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a chronic total occluded lesion in the left internal iliac artery. A sheath was inserted into the right femoral artery, to treat the left side. The 7.0 x 80 mm absolute pro stent was deployed in the lesion, and the delivery system was removed without issue. Post-dilatation was performed with a foxcross balloon at an unknown pressure; however, during removal of the balloon catheter, resistance was noted with the stent. Angiography was performed and it was found that the stent had stretched from the left iliac to the right iliac. The left femoral artery was sheathed, and kissing stent technique was performed in the common iliac for treatment. Good flow was achieved, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: the fox cross pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal, and profunda arteries and native or synthetic arteriovenous dialysis fistula. This catheter is not intended for the expansion or delivery of stents. It was noted that this was the first time the physician had used the absolute pro device and the stretching of the stent may have been caused during deployment. Therefore it is possible the balloon interacted with the damaged stent during retraction causing resistance.